Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source was flashing and possible fluid invasion. Error on processor. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "all light-emitting diode is flashing when powered on" was caused by fluid invasion inside the device. The event can be detected/prevented by following the instructions for use which state: if fluids are spilled on or into the light source, stop operation of the light source immediately and contact olympus. After wiping with a piece of moistened, lint-free cloth, dry the light source thoroughly before using it again. If it is used while still wet, there is a risk of an electric shock. Olympus will continue to monitor field performance for this device.